Manufacturer narrative:
(B)(4). This complaint for a report of damaged was not confirmed. The root cause was undetermined. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report an issue of a system error (se) 2240 (air in line) on home choice (hc) device during use during dwell 3 of 4. The home patient (hp) also reported that they had previously had patient extension lines with holes. The hp did not have any pets and does not keep supplies outside. The hp had had the patient line extensions replaced. There was no patient injury or medical intervention indicated at the time of the initial report.